Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in bacterial peritonitis. The breach in aseptic technique was further described as cross contamination, specified as the patient was performing therapy without having the proper training. On an unknown date, the patient was hospitalized for another indication. The patient was treated with amikacin, cephalotin and ciprofloxacin for peritonitis. It was not reported if the patient was retrained on the proper aseptic technique. It was reported that the patient passed away during hospitalization. The cause of death was reported as due to sepsis of pulmonary origin. It was not reported if an autopsy was performed. The patient was not recovered from peritonitis prior to or at the time of death. Pd therapy was ongoing prior to and at the time of death. No additional information is available.